Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the device was not working for them. Patient stated it never had and they didn't know it was not working because of the medications they were taking. Patient mentioned that they felt the ins not working for them a month or so after the ins was implanted. Patient mentioned they have been taking pain medicine and it was strictly doing 100% of trying to fix the problem instead of the stimulator. Patient also stated they know the ins was working because the ins was shocking them and they can feel it. Patient noted they have tried different programs but it is not stopping their pain in their feet. Patient mentioned they spoke to mdt rep and were told that they could reprogram the device to target their feet but they need to call pats to find a rep closer to the patient. Agent emailed patient physician listings.